Event description:
The customer reported that during a hysterectomy, the surgeon sealed, got an end tone from the generator but when they went to remove, the jaws would not open. The device had to be cut out of the tissue. There was no negative impact to pt.

Manufacturer narrative:
(B)(4). The incident sample has been requested but to date has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained, a f/u report will be submitted.